Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the video displayed a tissue cavity. A grasping instrument was visible in the tissue cavity. The instrument was used to tissue. Tissue was present in the jaws of the instrument. An egia60amt could be seen. The jaws were clamped. The jaws were opened. The instrument was used to hold tissue while the reload was moved between the tissue. The reload was clamped. The reload was fired on the tissue and the jaws were unclamped. Liquid appeared to be leaking from tissue. The tissue was not close to the staple line. The tissue cavity appeared to be filled with a clear liquid. A grasping instrument could be seen clamped onto gauze. A staple line was submerged. A grasping instrument was pressed onto the tissue and air bubbles formed distally from the staple line. A needle and suture was grasped with the grasped instrument. The needle penetrated tissue above the staple line. The grasping instrument pulled the needle through tissue. A loose fully formed staple could be seen. A knot was tied around part of the tissue. The tissue was submerged in a clear liquid and no air bubbles appeared from the sutured tissue. It was reported that the there was air leak in the staple line, and staple line was incomplete. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracic, the device cut the tissue but did not seal completely which resulted in air leak which was found on during air leak test. The tissue was grasped too far into the hinge which why the blade has cut through the tissue before the staples have been deployed. The staple line was incomplete proximally and the surgeon manually sutured the tissue to resolve the issue.